Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with upstream occlusion, which occurred upon power up in biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. During product evaluation on 30 nov 2010, an upstream occlusion alarm was confirmed to be caused by a faulty pumphead module, indicating the upstream occlusion alarm was a false occlusion alarm. Upon reviewing the pump's event history on 09 dec 2010, baxter quality engineering discovered this event interrupted delivery. Customer contact on 14 dec 2010 revealed the upstream occlusion alarm was a false alarm. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false upstream occlusion alarm. The root cause was determined to be a faulty pump head module. The pump head module was replaced to resolve this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.